Event description:
Pt reported obtaining back-to-back blood glucose results of 140 mg/dl and "hi" (> 600 mg/dl), while using the suspect device. Pt did not indicate if therapy was modified based on these values. No pt injury was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.